Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00mm x 38mm synergy ii stent was implanted. However, during post dilatation with a balloon catheter to expand the stent, the balloon tip got caught on the stent and stretched it out. The procedure was completed using another of the same device and covered the damaged stent. No patient complications were reported and the patient's status was fine.